Event description:
It was reported that the patient's atrial lead had low impedance with unipolar measurements higher than bipolar. The threshold also measured high which contributed to pocket stimulation. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.